Manufacturer narrative:
The reported condition of failure code 808:03 was not found in the device event history; however, failure code 808:02 was found in the event history and determined to be the reported condition. Therefore, the reported condition is considered confirmed. The failure code was not duplicated and therefore the root cause could not be determined at this time. This is a baxter owned device and therefore will not be returned to the customer and no repairs were completed at this time. A follow-up report will be submitted if additional information becomes available. (B)(4).

Event description:
The facility reported a colleague infusion pump with a failure code of 808:03. It is unknown when this condition occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. This device utilizes user interface module master software version 5.09.90 categorized as remediated. No additional information is available. During baxter's review of the event history, it was determined that the reported condition was actually failure code 808:02, which occurred during delivery causing an interruption of delivery.

Manufacturer narrative:
During review of the event history it was determined that the reported condition occurred on (B)(6) 2010. (B)(4).

Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). The device has not been previously sent into service for the reported condition of "failure code of 808:03." (B)(4).